Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding patient outcome, date of death, and date of implant. Investigation of this event is pending and a supplemental report will be sent upon its completion. The patient status was collected during a review of patient records with the healthcare facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that nine days later the patient expired. The cause of death is unknown. The patient status was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for updated analysis and investigation completion. Product event summary: the vad, (B)(6), was not returned for evaluation. The reported high power and flow event was confirmed via review of the controller log files which revealed an increase in power consumption and estimated flow starting on (B)(6) 2021 and one (1) high watt alarm logged on (B)(6) 2021. Information received from the site indicated that the patient had chest discomfort and nausea with high mean arterial pressure (map) and, after admission, experienced high lactate dehydrogenase (ldh) and developed hematuria. Thrombus was suspected and anticoagulant and vasodilator interventions were given. Furthermore, the patient expired after nine days due to an unknown cause. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events and the available information, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, hematuria, device thrombus and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of hematuria or thrombus events. Possible clinical factors that may have contributed to this event inc lude the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported high power and flow event was confirmed via review of the controller log files which revealed an increase in power consumption and estimated flow starting on (B)(6) 2021 and one (1) high watt alarm logged on (B)(6) 2021. Information received from the site indicated that the patient had chest discomfort and nausea with high mean arterial pressure (map) and, after admission, experienced high lactate dehydrogenase (ldh) and developed hematuria. Thrombus was suspected and anticoagulant and vasodilator interventions were given. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events and the available information, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative cours e. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient presented with high watts, flows and thrombus was suspected. The patient had chest discomfort and nausea with high mean arterial pressure (map) but denied tea or coke colored urine. After admission the patient experienced high lactate dehydrogenase (ldh) as well as development of hematuria. Anticoagulant and vasodilators interventions were given. After four days, the vad returned to normal and remained in use. No further patient complications have been reported as a result of this event.